Manufacturer narrative:
The insulin pump powered up properly after battery installation. No fuzzy or light colored lettering on the display noted and the backlight intensity brightness is normal. No display anomalies were found during our testing. All of the buttons are functioning properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was difficult to read. The screen was fuzzy and the letter was light. Buttons were difficult to press. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.